Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this case reports a revision surgery was performed due to pain. Upon opening the knee, the patella was found to be overgrown with bone, which was trimmed. A resurfacing patella was implanted and the dished poly insert was exchanged. Per email communication, the requested surgical reports, x-rays and further information are not available. Therefore, the patient impact beyond the revision cannot be determined. Due to the limited information provided, no further clinical assessment is warranted. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that revision surgery was performed due to patient presented with pain. Knee was opened and patella was over grown with bone. It was trimmed out and a 35 mm resurfacing gen ll patella was put in. The 9 mm 5-6 dished poly was changed to a 10 mm 5-6 dished poly. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.